Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017 at 7:00 am. The patient reported that she obtained alleged blood glucose results of 334 and 180 mg/dl on the subject meter. Performed more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (no adjustments) and reported taking 25 units of insulin in response to the alleged product issue. The patient reported that 2 hours after the alleged product issue began she developed the symptoms ¿sweaty and shaky¿ and self-treated at 09:05 am with food (peanut butter and jam sandwich) and ¿insta glucose¿. The patient detailed that on (B)(6) 2017 at 9:05 am she obtained a blood glucose result of 47 mg/dl on an emergency medical service meter. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from the same approved sample site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate erratic results obtained with the subject meter.